Manufacturer narrative:
Pump received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the delivery accuracy test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 31 mg/dl. Customer cannot recall the cause of low blood glucose reading. Customer reports they have not contacted their healthcare provider regarding the low and high blood glucose reading. Current blood glucose level 195 level. Blood glucose level at noon is 189 mg/dl. Customer stated the drive support cap appears normal. The device settings were correct. There were no leaks or air bubbles. Customer will call back once clamp is available for high pressure test. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The product was returned for analysis.